Event description:
A peritoneal dialysis (pd) patient¿s caregiver contacted customer service to report the pd belt medium. Patient¿s caregiver stated that the pd belt is causing irritation to the patient¿s skin and is developing a rash from it. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".